Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the half height drawer 4.1 had cubie failure with read write error. A field service engineer (fse) reseated the row board cable and ribbon cable and replaced the retractor band to resolve the issue. Fse then rebooted the system and ran a test in hardware test application and confirmed that the test was passed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse stated that the pocket containing versed kept failing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.